Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taking a shower when their blood glucose (bg) values dropped below 40 mg/dl. The patient fell down in the shower and the husband had to render treatment. For treatment, the patient was given a liquid glucose called reli-on. The pod was worn on the arm. No further details to report.